Manufacturer narrative:
A 3mm x 6cm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used but it ruptured at the maximum inflation pressure of 7 atmospheres (atm). There was no reported patient injury. The target lesion was the popliteal artery. The 99% stenosed lesion had a little calcification and little vessel tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). It was replaced with another non-cordis balloon catheter and the procedure was completed. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted before inserting the product into the patient. The device was prepped normally and maintained in negative pressure. There was no resistance/friction while inserting the balloon catheter through the rotating hemostatic valve and the guide catheter. The balloon catheter was not ever in an acute bend. The balloon catheter maintained its pressure during inflation and was not kinked while being used. An unknown inflation device was used in the procedure and it was used successfully with other devices. The balloon catheter was removed easily and intact in one piece from the patient. Other additional procedural details were requested but are unknown. The product was not returned for analysis as it was discarded due to suspicious infectious disease. A product history record (phr) review of lot 17661290 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 99% stenosis may have contributed to the reported event, as a heavily stenosed lesion may damage balloon material when attempting to cross the lesion. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, 3mm x 6cm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used but it ruptured at the maximum inflation pressure of 7 atmospheres (atm). Therefore, the balloon catheter was removed easily and intact in one piece from the patient. It was replaced with another non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The target lesion was the popliteal artery. The 99% stenosed lesion had a little calcification and little vessel tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop and protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted before inserting the product into the patient. The device was prepped normally and maintained in negative pressure. There was no resistance/friction while inserting the balloon catheter through the rotating hemostatic valve and the guide catheter. The balloon catheter was not ever in an acute bend. The balloon catheter maintained its pressure during inflation and was not kinked while being used. An unknown inflation device was used in the procedure and it was used successfully with other devices. Other additional procedural details were requested but are unknown. The device will not be returned for analysis since it was discarded due to suspicious infectious diseases.